Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that early battery depletion was noted on the implantable pulse generator (ipg) and the patient subsequently presented to clinic complaining of diaphragmatic stimulation and fatigue. Prior to an ipg change out procedure, low impedance was noted on the right ventricular (rv) lead. The ipg was explanted and replaced, the rv lead remains in use. No further patient complications have been reported as a result of this event.